Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0076 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "triple lumen PICC inserted on critical care patient (covid) on (B)(6) 2021 with no issues. PICC confirmed with 3cg technology, and cxr done consecutively after insertion due to critical care status. PICC note to be fine on cxr until (B)(6) 2021 where the PICC was looped mid-clavicular 1st intercostal space and tip still in svc. I met with one of the radiologists to look at all the cxr¿s and CT scan to see when PICC looped on itself ((B)(6) 2021) also discussed with radiologist possibilities on how this could have happened. PICC had to be replaced."